Event description:
It was reported that during a rotational atherectomy treatment procedure, a vessel perforation and subsequent death occurred. The lesion being treated was located in the left anterior descending artery (lad). Predilation was performed with an unspecified balloon. After advancing the rotawire guide wire and 1.25mm rotalink burr, one ablation run was successfully completed at 160,000 rpms for 8 seconds. However on the second pass a total perforation of the mid lad occurred. No damage was noted to the burr, and there was no difficulty removing the burr or guide wire. The patient experienced cardiac arrest and CPR was performed with pericardiocentesis and unspecified medications were given. The patient was transferred to the operating room for a thoracotomy, however, the patient died. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).